Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the right atrial (ra) lead was surgically abandoned due to impedance measurements that were greater than 2000 ohms. A new non-boston scientific ra lead was successfully implanted. No adverse patient effects were reported. No additional information is available, so the investigation is complete.